Event description:
It was reported that the patient is scheduled for a future revision due to inflation issues and an absence of an erection with an inflatable penile prosthesis (ipp). The ipp remains implanted and active.

Event description:
It was reported that the patient is scheduled for a future revision due to inflation issues and an absence of an erection and the reservoir was empty of fluid but the location of the fluid leak was not located with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. The device is scheduled to be revised on (B)(6) 2020.